Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient experienced severe chest pain. Heart attack was ruled out. Patient turned off the stimulator and the pain has not returned. He did have some slight pain reoccurrence one time but not near as severe. The cause was unknown. The diagnostics/actions/interventions performed were that the stimulator was turned off. It was unknown if the issue was resolved. Patient's medical history included cardiovascular disease. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) on 2019-jan-25. To their knowledge, no further actions are planned at this point to resolve the issue. The cause was not determined. This information was confirmed with the physician/account. No further complications were reported/are anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient had severe chest pain and thought they were having a heart attack on (B)(6) 2018. The patient was admitted to the hospital with a complete cardiac exam, which was negative for heart related problems. During this time, the therapy was turned off and the chest pain resolved completely. The patient was using ¿program b¿ at that time, and was reprogrammed on (B)(6) 2018 and the hd program was added. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. The device diagnosis was chest wall stimulation and the clinical diagnosis was chest pain. The outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the chest pain was due to stimulation.